Manufacturer narrative:
(B)(4). Eval summary: the sds was returned with blood and contrast in the inflation lumen and in the balloon and blood in the guide wire lumen. The stent implant had been deployed and was not returned. The balloon was returned loosely folded. The hypotube had separated 2.3 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket was stretched and separated at the same location. There was a kink in the hypotube 2 mm proximal to the separation. There were kinks in the hypotube 0.3 cm, 13 cm, 24 cm, and 37.4 cm distal to the separation. There was no other damage noted to the sds. The inflation device used during the procedure was not returned. A new indeflator filled with water was attached to a luer and was attached to the separated hypotube and used in an attempt to pressurize the balloon, but the balloon could not be pressurized due to the kink in the hypotube. The distal shaft was cut and attached to the luer and the balloon was pressurized to reveal a hole in the balloon over the proximal balloon marker. There were scratches in the balloon extending proximally from the hole for a length of 1 mm. The hole in the balloon was extending outward. Physical resistance/inability to cross a lesion can be affected by numerous factors including, anatomical morphology, disease state, pre-dilatation, device placement, device size, accessory device support; and is typically not associated with a product quality deficiency. It should be noted that the xience v instructions for use (IFU) states: "the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in pts with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with a reference vessel diameter of 2.25 mm - 4.0 mm." The IFU also instructs the user to pre-dilate the lesion with a ptca catheter. It is likely that direct stenting the previously implanted stent contributed to the reported initial resistance. Scratches in the balloon extending proximally from the hole suggest that the balloon failure may have been attributed to mechanical damage. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The IFU states that an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter, and subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The IFU instructs the user to not exceed rbp. Uses of pressures higher than rbp may result in a ruptured balloon. A cine of the procedure confirm the reported balloon rupture, and that a stent was then post-dilated in the ostial cx. The balloon rupture may have been caused by the struts of previously deployed stent(s) in the same region. Partial stent deployment may be a result of the reported balloon rupture, resistance with the restenosed stent, or device size. It is likely that the stent implant did not fully deploy prior to the balloon rupture, which resulted in the reported stent migration during removal of the sds. The clinical specialist commented that after stent deployment, there appeared to be a slight guide wire movement which could have affected the final stent positioning. The fracture faces were ovaled as if kinked prior to separating and the jacket was stretched and separated at the same location, which is often attributed to ductile overload at a bend, and can lead to weakening of the sds. Subsequent application of force or further handling can cause a separation. As these damages were not observed during product inspection prior to use, the reported difficulty encountered during advancement or handling during packing/shipment may have lead to the shaft kinking and ultimately separating. In this case, the reported difficulties and noted damage appear to be related to operational context and not a product quality deficiency.

Event description:
Device issue: balloon rupture, partial stent deployment, migration of stent. Time of device issue: during the procedure. Adverse event: stent left at unintended site. Onset of ae: during the procedure. It was reported that during a proximal circumflex (cx) artery stenting procedure with direct stenting into a non-abbott restenosed stent, the xience v stent failed to cross the target lesion. Dilatation was performed and the stent was able to get to the target lesion. The balloon was pressurized to 18 atmospheres (atm), but ruptured. The xience stent delivery system (sds) was removed, leaving the partially opened stent at the lesion. Angiography was performed and it was noted that the partially opened stent migrated to the ostium of the cx. The stent was deployed at the unintended site and remains in the pt. There was no adverse pt effects. There was no additional info provided.